Event description:
A report from the USA states the cutter did not work. There was pt contact, but no injury reported.

Manufacturer narrative:
For cutter were received for evaluation. The user facility did not identify the actual device involved in the event. Cutter #2 was received; however, the tip protector was not returned. Visual inspection noted the needle was bent and the port window was in the open position. The sterilization and lot history records have been reviewed and found to be acceptable. Upon completion of additional functional testing, a supplemental report will be submitted. Report 2 of 3.